Event description:
The customer reported via phone call that they had woken up with high blood glucose and then received a no delivery alarm. Customer changed out the set and they bottomed out to a 48 mg/dl. The customer's blood glucose went back up to 400 mg/dl and then down to 38 mg/dl during the night. Customer has been having several no delivery alarms. Customer's blood glucose at the time of the incident was 395 mg/dl. Customer reported that the alarm was resolved by a complete set change. Customer's current blood glucose was 122 mg/dl. Customer had symptoms related to their high blood glucose such as feeling tired, lethargic, super thirsty, and a headache. Customer treated with the pump. Pump passed the self test. Customer mentioned having bent cannulas before, but they did not receive a no delivery alarm. Customer was advised to do a complete set change and monitor their insulin delivery. Customer was also advised to give a bolus through manual injection until their blood glucose stabilizes.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.